Event description:
It was reported that there was early battery depletion and the device was at eri (elective replacement indicator). High lv (left ventricular) threshold was also noted. The device was explanted and replaced, and the lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 693558 lead implanted: (B)(6) 2010; 5076-45 lead, implanted:(B)(6) 2010. (B)(4).